Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that his son's blood glucose was reading 200 mg/dl. About an hour later he checked his bg again it reached between 330-335 mg/dl and decided to give a bolus of insulin (exact dosage was not provided). Upon inspection he noticed the cannula was out of his skin and it looks curved. The pod was then deactivated.